Event description:
It was reported by the customer that the rad-57 has missing segments on bottom-middle 7-segment display. Customer states missing segments can obstruct or alter values based on current readings. Device engages in patient monitoring. No visual or audible alarms reported. No errors displayed. No further details available. No known patient impact or consequences.

Manufacturer narrative:
The returned device was evaluated. During this testing it was found that several sections of led segments were missing. Evidence of corrosion was observed on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.